Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The field service engineer reported that a bad hard disk drive was found. Additional information was received from the field service engineer confirming that the system was failing to boot up. No patient serious injury or death was reported related to this event.